Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the neuro-tip leg had been drilled into. It was determined that this was due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg. This was further classified as user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported that the motor device and craniotome device were overheating while in use together. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.